Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow up, the atrial lead exhibited loss of capture due to dislodgement. The lead was repositioned successfully. The issue was resolved. No additional information was available.